Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a delayed union after twelve months of using a non synthes distal medial tibia (dmt) plate. All distal screws were broken and patient is walking with limping and mild pain. This report is for 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.